Event description:
On 16-feb-2026, it was reported by a sales representative via (B)(4) that an ar-8973-01 outrigger targeting guide prongs on fibulock nail jig were broken off. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. ¿ one unpackaged ar-8973-01 serial/batch number 711839 was received for investigation. ¿ functional testing was not performed due to the damage to the device. ¿ visual inspection noted that the prongs of the device have been completely broken off and have not been returned. ¿ the most likely cause is attributed to misuse/use error due to excessive force, due to the damage observed on the device.